Event description:
A patient had been hospitalized in 06 due to an incident of extreme hyperglycemia. It is reported that the patient's blood glucose had been running high for many days. They report no alerts or alarms. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence